Event description:
On (B)(6) 2025, gore received a report concerning a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device), that was implanted in the right renal artery. According to the report, a patient of unspecified demographics, necessitated a fenestrated endovascular aortic repair (fevar). Reportedly, the vsx device was used together with a 0.035 mm rosen guidewire and an 8.5 fr heartspan® steerable sheath. Reportedly, after successful deployment of the vsx stent and during the withdrawal of the vsx device, the distal part of the catheter and the tip allegedly broke inside of the patient. The breakage was reportedly, successfully withdrawn from the patient. No damage to the vsx device was reportedly observed prior use. The physician reported that there was no use of force greater than normal and that they were unsure of the cause for the separation. There has been no report of a patient deterioration as a result of the event and the vsx stent was successfully implanted.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6 investigation findings: c19 refers to the product history review. Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further investigation is being performed and will be included in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B5: event summary updated. H6: coding updated (c21, d16, g04122 are no longer applicable). The manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. The primary reported failure mode selected was distal tip separation of the distal tip bond. However, the reported information relates to a distal component separation, including the tip, of the device. Distal component separation is consistent with the engineering evaluation findings of distal shaft with attached distal tip, separation at the transition from the dual lumen. The engineers did not observe any pebax disturbance at the proximal end of the transition or proximal distal shaft. Pebax disturbance would be consistent with bond formation, the expected bond would attach the distal shaft to the catheter dual lumen at the transition. Therefore, the root cause of the reported failure mode is consistent with a manufacturing deficiency. The lack of disturbed pebax in any location along the distal shaft and the reported event details indicates that the distal shaft was not bonded at the transition.

Event description:
On 01 september 2025, gore received a report concerning a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device), that was implanted in the right renal artery. According to the report, a patient of unspecified demographics, necessitated a fenestrated endovascular aortic repair (fevar). Reportedly, the vsx device was used together with a 0.035 mm rosen guidewire and an 8.5 fr heartspan® steerable sheath. Reportedly, after successful deployment of the vsx stent, during the withdrawal of the vsx device, the distal part of the catheter and the tip allegedly broke inside of the patient. The breakage was reportedly, successfully withdrawn from the patient. No damage to the vsx device was reportedly observed prior use. The physician reported that there was no use of force greater than normal and that they were unsure of the cause for the separation. There has been no report of a patient deterioration as a result of the event and the vsx stent was successfully implanted as intended.